Event description:
Pt underwent rf ablation of the right greater saphenous vein for one incompetent right calf perforator in 2006. An ultrasound was performed post surgery on the same day, with no evidence of deep vein thrombus. A 2nd ultrasound was performed 72 hours after surgery, which detected a deep vein thrombus extending 0.30cm into the orifice of the common femoral vein at saphenofemoral junction. Pt was prescribed asa, 325mg to be taken 4 times a day. A 3rd ultrasound was performed 3 days later, which appeared unchanged from the previous one. Pt was seen again 6 days later and was stable with no propagation of thrombus. Doctor plans to do future follow-up ultrasound.

Manufacturer narrative:
No malfunction was reported, and product was not returned.